Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code: fsm. (B)(4). Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Part #: 03.010.070, lot#: 5237027 (non-sterile) - 4.2 mm trocar 210mm. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail procedure on (B)(6) 2016, the 4.2mm trocar 210mm would not fit cleanly through the percutaneous insertion handle. The surgeon hit them through with a mallet, forced them into position and completed the locking. As a result, there was a one (1) minute surgical delay. The trocar is now scored but there were no fragments generated. There was no patient harm and the procedure was completed successfully, postoperatively the patient's outcome is stable. This report is 3 of 4 for (B)(4).

Manufacturer narrative:
(B)(6). During the product investigation, the subject device (4.2mm trocar 210mm, part number 03.010.070, lot number 5237027) was visually inspected. There was no evidence that this device contributed to the complaint condition as it does not directly interface with the complained handle and therefore no additional investigation will be performed on this device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.